Manufacturer narrative:
H2,3,6; g4: added add'l info. D5,6; h4: info not available. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, cut; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported event occurred. The sleeve was rec'd without the inner gasket. No obturator was rec'd with the device. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.

Event description:
It was reported the 511sd was used during a laparoscopic cholecystectomy. It was reported the o-ring fell off of the device and into the pt. The surgeon did retrieve the gasket. There was no consequence to the pt.